Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the helix of the right ventricular (rv) lead would not extend. The rv lead was replaced to resolve the event and the patient was stable.

Manufacturer narrative:
Correction upon receiving new information, the right ventricular (rv) lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction.